Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, episodes of post-paced t-wave oversensing and fusion of intrinsic beats were noted on the device. Technical support was contacted and device reprogramming was recommended. However, no intervention has been conducted at this time but is anticipated at the next in-clinic follow up. The patient was stable and will continue to be monitored.